Event description:
A us distributor returned a monitor and reported the monitor will not power up.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the monitor was resetting. The root cause was isolated to a defective ca board. The root cause for the defective ca board could not be positively identified. No adverse event resulted from the damaged monitor.